Manufacturer narrative:
Based on the information provided on 07-jun-2017 that alleged the activ.a.c.¿ therapy was removed due to a possible yeast infection, kci could not determine that the alleged event was related to activ.a.c.¿ therapy. As of 07-jul-2017, kci did not have information to exclude that an infection was confirmed requiring antifungal treatment. Additional information provided on 22-dec-2017: the physician noted erythema around the incision that was "more consistent" with fungal or candida infection. A fungal culture was not performed to confirm that a fungal infection was present, and the patient continued to use activ.a.c.¿ therapy. Therefore, kci cannot determine that the alleged fungal infection is related to activ.a.c.¿ therapy. Based on the additional information obtained on 02-jul-2018, the nurse confirmed no infection was noted related to activ.a.c.¿ therapy. Kci has deemed this event not reportable based on the information received on 02-jul-2018. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 07-jun-2017, the following information was reported to kci by the patient: on (B)(6) 2017, her physician observed her wound and removed the activ.a.c.¿ ion progress¿ remote therapy monitoring due to a possible yeast infection in order to let it air out. The home health agency re-applied activ.a.c. ¿ therapy this morning. Per review of kci records, the physician observed the patient on (B)(6) 2017 and noted an open abdominal wound with good granulation tissue, no foul-smelling, no purulence. Some erythema was noted around the incision that is more consistent with fungal or candida infection. The patient was placed on alternate dressing regimen, and the physician prescribed an antifungal, diflucan 100mg daily with a follow up appointment in one month. On (B)(6) 2017, the physician observed the patient and noted good granulation tissue with no foul smell. The physician continued the antifungal diflucan with a follow up in a month. On 02-jul-2018, the following information was reported to kci by the nurse: the nurse confirmed that there was no infection noted related to activ.a.c. ¿ therapy, and the activ.a.c. ¿ therapy was re-applied. On 29-mar-2017, the device was tested per quality control procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 01-aug-2017, the device was returned to kci and underwent a retrofit, however this is not related to the customer complaint. No other repairs have been done to the unit and the device has since been placed with multiple subsequent patients.